Event description:
It was reported that the implant was removed due to becoming fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
A follow up with customer indicated that the implants are internally fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite tapered certain implant 4 x 10mm (xifnt410) & one osseotite tapered certain implant 5 x 11.5mm (xifnt511) with removal tool were returned for investigation. Visual evaluation of the as returned products identified signs of use but no fracture. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. This investigation addresses only the implants and the reported event. Device history record (DHR)x review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the xifnt410 & xifnt511 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: implant). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.